Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed an oozing sore under the rear therapy electrodes. The patient reported that he had tried several recommendations from her physician. The patient reported the sore was no longer oozing and was starting to heal.